Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had battery springs corroded, peeled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Functional testing performed. Customer's reported problems were duplicated. During functional test the latch lock optic sensor failed. The root cause was an inoperable latch lock sensor. The customer's reported issue of dso damage was confirmed, as the dso was peeled / damaged. The root cause for the worn-out dso seal was wear and tear. Replaced the optic flex sensor and dso seal of cadd solis pump to fix customer's reported problems and bring pump into full functionality. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached" error and damaged downstream occlusion seal. There was no patient involvement, and no patient harm/adverse event reported. Event occurred during testing.